Event description:
Itching vagina [vulvovaginal pruritus]. Irritation, discomfort - vagina [vulvovaginal discomfort]. Tampon is excessively flaky [device breakage]. Tampon does not absorb well [device ineffective]. Case narrative: consumer reported via email that the tampon is excessively flaky. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.